Event description:
It was reported that, "note: audible torque wrench is not audible. Surgeon commented that he cannot hear 'click'. Especially cannot hear click over the sound of the blocker squeaking against the rod. Received new click torque wrench 1 week ago. Was used in 2 cases. First case used to tighten 4 screws and worked fine. Second case is the reason for this document. Twelve screws were implanted. The first 6 screws tightened fine. It then stripped 2 blockers. The blockers had to be replaced and upon pulling the click torque wrench out of the blockers, the surgeon and rep both noticed shards of metal coming off of the distal tip of the click torque wrench. The edges of the hex end are rounded. The wrench was...

Manufacturer narrative:
Method: complaint history analysis and risk assessment. Results: the product was not returned and no additional info was received. Complaint history analysis: no other complaints were received for this catalogue number. Risk assessment: the tip breakage provoked a delay of surgery. A replacement older torque wrench was available to successfully complete the surgery. Conclusion: as the audible torque wrench was not returned the failure cannot be confirmed and no definitive conclusion can be drawn. Should any additional relevant info be made available in the future this will be reported as supplemental.